Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open once deployed proximally and was implanted. Post procedure angiography showed significant stasis in the aneurysm, though the occlusion status was raymond and roy class 3. Complete neck coverage was achieved. Corelab image review determined "wall apposition was not achieved." The patient had the pipeline vantage stent implanted to treat an unruptured saccular aneurysm of the right internal carotid artery (ica) c4 segment. The aneurysm max diameter was 20mm and the neck diameter was 8mm. No device malfunction was reported. There was no harm or injury to the patient.

Manufacturer narrative:
B5. Updated with additional information received. Information pertains to previously submitted reported with rr #: 2029214-2022-00077. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after guidewire coaxing and balloon angioplasty, full apposition was successfully achieved by the end of the procedure. The hcp noted that the pipeline was proximally opened in a vessel bend, in the proximal segment of the curve.

Event description:
MDR decision corrected to not reportable. Additional information received indicating that after adjunctive balloon angioplasty full apposition was achieved. There was no patient injury related to the event. Event of adjunctive balloon angioplasty, when full apposition is achieved, is not a reportable event for the pipeline vantage device. No further reports will be submitted unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of the event information determined: MDR decision corrected to not reportable. Additional information received indicating that after adjunctive balloon angioplasty full apposition was achieved. There was no patient injury related to the event. Event of adjunctive balloon angioplasty, when full apposition is achieved, is not a reportable event for the pipeline vantage device. No further reports will be submitted unless additional information received indicates a reportable event. H6. Coding updated based on corrected information. (Fdd = a15) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up report pertaining to rr #: 2029214-2022-00077. B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the proximal end of the pipeline stent failed to open completely, the guidewire and a balloon were used to improve wall apposition.